Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the left circumflex (lcx) artery. The 3.25x38mm xience skypoint stent delivery system (sds) was advanced and jammed [advanced against resistance] several times against the heavy calcification, causing the stent to dislodge. The stent was hanging in the sheath; the stent [sds] was manipulated and the stent came off the sheath and into the femoral artery. The stent was retrieved by a snare device into the guiding catheter and the stent and guiding catheter were removed together. The lesion was pre-dilatated with a 3.0x25 nc trek and another same size xience skypoint completed the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.